Manufacturer narrative:
This report is being filed to provide a correction in PMA/510k that was omitted in supplement 1.

Manufacturer narrative:
Investigation: one set of blood bags with the filter from the collection set was returned forevaluation.the leukoreduction filter was tested for flow rate and air leaks. A slow flow rate of 1 ml/minwas noted, and it was confirmed there were no air leaks.the manufacturing records, test records, and inspection records were reviewed forabnormalities and none were found.the records regarding the particulate removal rates of the filter membranes were reviewed. Allmembranes conformed to established specification.shipping testing was performed on the reserve samples from the reported lot number. Thereserve samples were also visually examined, and the solution volume and solution compositionwere tested with no abnormalities noted. All product conformed to the establishedspecification.root cause: based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the whole blood product could be due to an occlusion, we noticedthat all filter membranes from the inflow side of the filter were locally dyed dark with toluidineblue. The investigation showed aggregation on the 1st and 2nd filter membranes. Therefore,occlusion may have occurred, and blood may have been filtered by the filter area which wassmaller than usual and the linear speed (flow rate per unit area) increased, and then leukocyteleakage occurred. As an increase of wbc contamination complaints were noted from previouslot numbers, further investigation was performed. Investigation results indicated that the causeof higher-than-expected wbc content in the whole blood product was due to the maximumpore size of the filter membrane is likely to increase according to the combination of multipleparameters in manufacture of leukoreduction filter membranes and wbc contamination is likelyto occur frequently in the product lots of which the maximum pore size of the filter membranehas increased. The instructions for use provide a caution to not squeeze or apply pressure tothe filter while it is attached to the bag containing the filtered blood and also to clamp theblood-filled tubing before blood enters the filter in order to avoid leukocyte leakage.corrective action: an internal CAPA has been initiated to review the maximum pore size ofthe filter membrane and the likelihood of an increase according to the combination of themultiple parameters. In addition, the wbc contamination is likely to occur frequently in theproduct lots of which the maximum pore size of the filter membrane has increased. To achievea resolution, manufacturing specifications were updated to narrow the range of the parametersin the manufacture of filter membranes and it was confirmed that the appropriate level of themaximum pore size of the filter membrane was achieved.

Manufacturer narrative:
Stn # bn 880217 terumo bct, inc. (Importer) is submitting this report on behalf of fujinomiya factory of terumocorp., (manufacturer). Exemption number: e2015056.investigation is in process. A follow up report will be provided.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of whole blood processing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(4).